Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. To troubleshoot the issue, the user re-installed the lifeband and re-started the platform, but the issue persisted. Per the reporter, the battery was fully charged. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing. The root cause of the observed (ua) 07 error was the defective load cell. The defective load cell was likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The initial functional testing of the autopulse platform could not be performed due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. A review of the archive data showed (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Load cell characterization results confirmed that one load cell module is over-reporting. The defective load cell module needs to be replaced to remedy the (ua) 07 error. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).